Event description:
Procedure type: sigmoid resection. According to the reporter: the instrument was loaded properly, introduced through the trocar and closed above the tissue. When the instrument was fired it seemed like tissue was closed, but after inspection there were partially not completely formed clips. A re-resection was necessary.

Manufacturer narrative:
(B)(4).